Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels for a couple of weeks; however, no specific bg value was provided. Reportedly, the customer thinks the pump did not deliver insulin correctly. A correction bolus was delivered to address bg level. Due to the event occurring in the past, troubleshooting with tandem technical support was unable to be performed. Recommendation was made to consult with a health care provider to discuss diabetes management.